Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, the peek of the multifix did not get separated from the anchor. The procedure was successfully completed without delay using a back-up device into an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2032134 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No further investigation or additional actions are required at this time. Review of the product instruction of use (IFU) found adequate warnings and precautions to prevent damage to the device during use. Clinical evaluation was completed and concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include: (1) poor bone quality (2) misalignment of inserter handle. (3) bone hole size. (4) over tensioning the suture. (5) excessive probing. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.